Manufacturer narrative:
Final device analysis determined no significancy anomalies. The device was returned with the capsule unattached to the delivery system. No blood or tissue was present and the capsule trocar needle was advanced.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off of the delivery system upon removal from the patient. No serious injury to the patient was reported.